Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a tego¿ connector. The customer initially reported that the cap got stuck, but was successfully removed by staff. Additional information was received on 4 december, 2023 stating that the product had a physical defect (cut/hole/tear) which was not pre dialysis; the product was in use 7 days when event was noted. There was physical damage or problem noted on the product but there was no delay in therapy and there was no patient harm noted. This is report 2 of 2.

Manufacturer narrative:
The device was received for evaluation on 2/16/24. A photo was returned showing a used d1000 tego with seal tearing below the top surface and adjacent to the thread post. No mating devices were returned to evaluate with the used d1000 tego. A single used d1000 tego was returned with the seal completely torn below the top surface and evidence of thread post damage typical of overtightening. The probable cause of the seal tearing is typical of overtightening a mating device to the d1000 tego during use. The dfu states: do not overtighten. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.